Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with dizziness and syncope. A non-sustained ventricular tachycardia (nsvt) episode and mode switch was observed via remote transmission. Review of the episode revealed the noise reversion mode was programmed off, so the patient did not have pacing support. The patient is pacemaker dependent. The device was reprogrammed. The patient mentioned using a mechanized saw during the time of the events and was advised to stop using the heavy machinery. The patient was stable.